Manufacturer narrative:
Product event summary: two controller ac adapters and three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the controller ac adapters operated as expected during bench testing. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. (B)(4) were not analyzed. Based on the results of the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and batteries. No failure was detected for both controller ac adapters. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650de / expiration date: 2015- 06-01, UDI #: asku, return date: 2015-10-26, mfg date: 2014- 06-01. Heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650de / expiration date: 2014- 08-01, UDI #: asku, return date: 2015-10-26, mfg date: 2013- 08-01. Heartware ventricular assist system ¿ controller ac adapter; controller ac adapter / (B)(4)/ model #: 1430de / expiration date: 2014- 01-01, UDI #: asku, return date: 2015-10-02, mfg date: 2013- 01-01. (B)(4). Heartware ventricular assist system ¿ controller ac adapter, controller ac adapter / (B)(4)/ model #: 1430de / expiration date: 2014- 01-01, UDI #: asku, return date: 2015-10-02, mfg date: 2013- 01-01, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced critical battery alarms, false cycle counts, and switching issues. Three batteries and two controller ac adapters were replaced. No patient complications have been reported as a result of this event.